Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that following a remote interrogation, there was no atrial sensing noted on the presenting electrogram (egm). In a review of the intrinsic amplitude measurements it was suspected that this right atrial (ra) lead dislodged. Approximately 10 days later, it was suspected the right ventricular (rv) lead dislodged due to a decrease in pacing impedance and intrinsic amplitude measurements. A revision procedure was performed and the rv lead was repositioned to the right side because the patient was occluded on the left. It was reported that there were kinks in the insulation of the ra lead, so the physician elected to implant a new ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Two kinks were noted in the outer insulation. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies.